Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power error detected alarm frequently. The customer blood glucose level was unknown. The customer was advised to reset and the customer performed the reset. It was reported that the battery could only be used for one day. The insulin pump was replaced out. Product is not expected to return.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement. Pump error 25 and unexpected battery power loss due to connector resistance issue. Pump received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.